Event description:
--

Event description:
Boston scientific received information that during a left ventricle assist device (lvad) procedure when the pacing was changed a message appeared stating the device was in safety mode. The local area sales representative was inquiring about the different functions in electrocautery mode versus monitor plus therapy mode. Technical services recommended explanting the device and returning it for analysis to determine the root cause for why the device went into safety mode. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted, however has not been returned. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety mode. Of note, cognis/teligen devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety mode. The behavior of this device is consistent with devices that have reverted to safety mode due to electrocautery.